Manufacturer narrative:
Investigation: three photos were returned for the investigation of this complaint. From the photo, it appeared that the packaged had been subjected to high temperature which cause the bottom web to shrink and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. The bottom web material had shrunk and deformed. This causes the package to be forced opened and left an opened seal at the opening tab area. There is no process in the manufacturing facility that could cause this nonconformance. There was 100% sorting done on sterile parts for this affected batch prior to shipment. Based on the above investigation result, the reported nonconformance occurred after the product was packed in our manufacturing and sterilization process. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. There is no process in the manufacturing facility that could cause this nonconfomance. Therefore, the probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.).

Event description:
It was reported that a shipment of 18 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter(s) were received with the inner packaging open, therefore not considered sterile. There was no report of injury or medical interventions.